Event description:
Electrical shock & burn to md. Small burn to patient. Electrical shock to circulator. Laparoscopic cholecystectomy patient- bovie in use with suction irrigator. When foot pedal pressed, bovie made a strange noise- surgeon received shock & burn to finger. Patient received 2 small burns to upper abdomen. Circulating nurse shocked when unplugging machine.